Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The air/water valve maj-1444 was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. The packing of the air/water valve maj-1444 was cracked. When the air/water valve maj-1444 was attached to the ultrasonic endoscope and the air-feeding function was confirmed, the air supply amount was within the standard. No dirt was found on the air/water valve maj-1444. The air/water valve maj-1444 was installed and operated according to the instruction manual, and there were no abnormalities. The exact cause of the reported event could not be conclusively determined. However, as damage was identified on the air/water valve maj-1444, damage to the air/water valve maj-1444 may be associated with the cause of the reported event. Omsc was unable to review the device history record due to the unknown lot number of this air/water valve maj-1444. Furthermore, the date of manufacture is unknown. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The air/water valve maj-1444 was evaluated at omsc. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that blood-like stains were attached to the sheets laid in the storage of the olympus ultrasonic gastrovideoscope gf-uct260, and similar stains were attached to the distal end of the videoscope gf-uct260. In addition, when the videoscope gf-uct260 was reprocessed with the olympus automated endoscope reprocessor model oer-3 for inspection, filamentous tissue was attached to the circulation port mesh filters. There was no report of patient injury associated with the event. The detailed information about the event provided by the user is as follows. -during the last endoscopy on the night of november 2, the air feeding function stopped working. The videoscope gf-uct260 was fitted with the air/water valve maj-1444. No anomalies were found during preparation for use, and the user completed the procedure with the videoscope gf-uct260. The user did not perform a blockage check immediately after the procedure, and contacted olympus for inspection. -on november 3, an olympus representative visited the user facility and confirmed that foreign material such as blood was adhered to the sheets laid in the storage of the videoscope gf-uct260 and the air/water nozzle at the distal end. When the videoscope gf-uct260 was reprocessed with the endoscope reprocessor oer-3 for inspection, filamentous tissue was attached to the circulation port mesh filters. The videoscope gf-uct260 was then reprocessed three times on the endoscope reprocessor oer-3 and returned to olympus. The user has not used the videoscope gf-uct260 since the endoscopy on november 2, and other endoscopes owned by the user facility have also been reprocessed. The user facility also reported that the videoscope gf-uct260 was reprocessed according to the instruction manual, including brushing. The user facility performed many procedures for fine needle aspiration, but this was the first time a reported event had occurred. Since the videoscope gf-uct260 was used in combination with three air/water valves maj-1444, a total of three reports are being submitted for this event on air/water valves maj-1444. This is the second report.